Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin 5000 units IV was administered after venous access was obtained and before transseptal puncture. Once transseptal access was obtained, an activated clotting time (act) was checked five minutes later which showed the act was out of range. No additional heparin was given. A watchman fxd curve access system (was) was positioned, and a 24 mm watchman flx laa closure device & delivery system was used. After the physician released the 24mm closure device and once the sheath was removed, a mobile echogenic density which was felt to be thrombus was noted at tip of the device connected to the tip of the device. The physician performed a manual aspiration of the thrombus through the was, followed by a mechanical aspiration using an aspiration catheter system. The patient was admitted to the intensive care unit (ICU) and placed on a continuous heparin drip for 24 hours. There were no further complications, and the patient was discharged from the hospital the following day.